Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving 20 ml of fentanyl 1000mcg/ml via an implantable pump for known indication for use. It was reported the patient receiving 20ml of fentanyl 1000mcg/ml in either the pocket or the catheter access port (cap). It was stated that the hcp was still awaiting records. It was stated that the patient reported having several episodes of cardiopulmonary arrest and was intubated in the intensive care unit (ICU) for a few days. It was noted the refill was attempted by the physician extender. It was indicated that the patient experienced a fentanyl overdose/pocket fill during a pump refill procedure. The hcp noted that he was not the patient's hcp at the time the pocket fill occurred and the other practice has now closed. The hcp stated the event occurred in 2017 (about a year ago). The hcp did not provide the patient information when asked as the hcp did not have the patient information with them. The hcp stated he had no further regarding the patient's pocket fill. The event date was 2017 (about a year ago). No further complications were reported/anticipated.